Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: fallopian tubes'), menorrhagia ('menorrhagia') and salpingitis ('mild chronic salpingitis') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and grand multiparity. Previously administered products included for an unreported indication: diflucan, vitamin d and clindamycin. Concurrent conditions included obesity, hand swelling, acute vaginitis, prediabetes, sinus pain, cough and suprapubic pain. Concomitant products included diazepam (valium), docusate sodium (colace), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, medroxyprogesterone acetate (depo provera), misoprostol (cytotec) and naproxen. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), fallopian tube enlargement ("swollen fallopian tubes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced anger ("anger outbursts"), emotional disorder ("emotional, on edge"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 months 1 day after insertion of essure. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)") and pelvic pain ("pelvic pain"). The patient was treated with antibiotics and surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, menorrhagia, salpingitis, fallopian tube enlargement, anger, emotional disorder, urinary tract infection, infection, bladder disorder, urinary tract disorder, dyspareunia, fatigue, migraine, headache, vaginal discharge, weight increased and pelvic pain outcome was unknown and the vaginal haemorrhage, abdominal pain, female sexual dysfunction and dysmenorrhoea had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, anger, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube enlargement, fatigue, female sexual dysfunction, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Insertion details- left - 3 coils, right 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound scan - on (B)(6) 2018: essure coils still intact.. Ultrasound scan vagina - on (B)(6) 2016: placement was normal.; on (B)(6) 2018: no sonographic evidence of ovarian torsion. Metal artifact is noted laterally on both sides of the uterus which may represent surgical clips or retained fragments of the essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, abdominal pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records: mild chronic salpingitis. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs and medical record received. Reporters information was added. Event injury was updated with abdominal pain. Events added: abnormal bleeding (vaginal, menorrhagia), swollen fallopian tubes,apareunia (inability to have sexual intercourse), urinary tract infection , infection (other), bladder or urinary problems or changes, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines, headaches, migration of essure device location of device:fallopian tubes, vaginal discharge, weight gain, anger outbursts, emotional on edge, pelvic pain. Event outcomes were updated. Medical history, lab data and concomitant drugs were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.